Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the system "void of saline and no sign of leak site" the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted.